Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, granuloma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation with a 450cc mentor memorygel breast implant on the left side and a 500cc mentor memorygel breast implant on the right side on (B)(6) 2005, had a mammogram and ultrasound on (B)(6) 2019 that showed bilateral intra and extracapsular rupture with bilateral silicone laden lymph nodes in the axilla. The patient is scheduled for explantation on (B)(6) 2019. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 7/8/2019, the mentor failure analysis lab has received the device for evaluation. On 8/1/2019, the product investigation was completed. Device investigation summary: during analysis of the sample shell wear was noted in the anterior view suggesting in-vivo folding or creasing of the device. A tear was detected at the union between patch and shell of the implant. In addition two ruptures were noted in the posterior view measuring approximately (a) 1 cm and (b) 1.3 cm. Microscopic examination of the edges of the tear gave no indications as to cause of the failure. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).